Event description:
It was reported that during an outpatient functional endoscopic sinus surgery, a portion of the procedure was cancelled due to the microdebrider cutter accessory leaking saline. The remainder of the procedure is intended to be completed at a later date, however, it has not yet been scheduled. There was no patient or user injury reported as a result of this event, and no other adverse consequences were alleged.

Manufacturer narrative:
The device has not yet been received by the manufacturer, so the quality investigation has not begun. A follow up report will be submitted if the product is received, and if the investigation requires.